Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.